Manufacturer narrative:
Product event summary : the full lead was returned, analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that tissue on helix was found as noted in the returned paper work. But tissue on helix is not the lead performance failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days after the implant procedure, the right atrial (ra) lead was dislodged and not functioning. The lead was attempted to be repositioned, however when it was removed, tissue was noted in the helix so a new lead was implanted. Also while attempting to reposition the ra lead, the right ventricular lead was "caught and pulled on" so it was also not functioning. It was explanted and replaced. No patient complications have been reported as a result of this event.